Event description:
It was reported that a percutaneous vertebroplasty was performed on (B)(6) 2024 with vbs (vertebral body stenting) at l3. In the surgery, the cement in question was prepared according to procedure, but the syringe was not inserted during the process of cement filling using the syringe kit in question after mixing and blending. The surgeon confirmed that the cement had hardened in the filler plug. There were no obvious operational procedural defects or loading problems. A spare product was used, and the surgery was completed successfully with a 30-minute delay. The patient outcome was reported to be stable. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 07.702.016s lot # 3h53611 manufacturing site: werk selzach logistik release to warehouse date : 15.aug.2023 expiration date: 01.aug.2026 supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.